Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker was experiencing noise. No intervention has been performed.